Event description:
It was reported that there was poor urine flow. The tip of the catheter was blocked with a foreign material and the inlet tube was blocked with the urine floating substance. Per additional information from the ibc via email 01apr2020, it was unknown if the foreign material was already in the catheter before placement or if the material was some how biological and came from the patient's body. The material was found inside the tip of the catheter once it was removed and floating inside the inlet tube with the urine. It was also unknown if the foreign material was the reason for the restricted flow rate, or if it was a totally separate event.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: operator error/mishandling issue/environmental conditions). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was poor urine flow. The tip of the catheter was blocked with a foreign material and the inlet tube was blocked with the urine floating substance. Per additional information from the ibc via email (B)(6) 2020, it was unknown if the foreign material was already in the catheter before placement or if the material was some how biological and came from the patient's body. The material was found inside the tip of the catheter once it was removed and floating inside the inlet tube with the urine. It was also unknown if the foreign material was the reason for the restricted flow rate, or if it was a totally separate event.